Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this patient's cardiac resynchronization therapy defibrillator system was explanted due to pocket erosion. No further adverse patient effects were reported. A new crt-d system was successfully implanted.